Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-00896. Additional information revealed the patient experienced a headache due to the csf leak.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-00896. It was reported that during the trial implant procedure the physician was unable to access the patient's epidural space. In turn, neuromonitoring was conducted wherein the patient had some activity on the right side. As a result, the lead was not implanted, and the right leg returned to normal. The procedure was abandoned. Later, the patient underwent a trial implant procedure (B)(6) 2019 wherein the lead was implanted successfully. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.